Event description:
The caller alleged discrepant results when repeated test with the inratio. The results are as follows: 1st time: 4.4; 2nd time: 3.2.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1st time: 4.4; 2nd time: 3.2; average: 3.8; stdev: 0.85; %cv: 22.33. As per the internal procedure tr#0150 rev.2, if the %cv greater than 20%, the criterion is not met and the product will be investigated. The patient had a change in dosage. This is an adverse event.